Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate shock therapies due to far field p-wave oversensing. The r-wave sense amplitude and pacing lead impedance had decreased. Dislodgement was suspected. Subsequently, the lead was repositioned. The patient was in stable condition after the procedure.